Event description:
The customer reported that the system intermittently required use of the emergency shut off button in order to get the unit to stop performing fluoroscopy. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into svc. This event may have resulted in a possible accidental radiation occurrence.